Manufacturer narrative:
Concomitant device: swartz¿ introducer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incidents remain unknown.

Event description:
Related manufacturing ref: 3005334138-2020-00575. The following was published in the journal of cardiovascular electrophysiology published by wiley periodicals titled ¿outcome after tailored catheter ablation of atrial tachycardia using ultra-high-density mapping" by christiane jungen md; jungen c, akbulak r, kahle a-k, et al; doi: 10.1111/jce.14703, july 2020. Among 342 procedures in 250 patients the following complications occurred: 3 cerebral embolic events, 3 pericardial effusions, 1 postprocedural persistent av block, 1 pneumonia following intraprocedural aspiration, 10 groin complications and 5 femoral arteriovenous fistulas.